Manufacturer narrative:
The implicated product was expired prior to receipt of the customer report, so a DHR review was performed on 23oct2017, which indicated that the product performed as expected at the time of product release.

Event description:
On 17oct2017, a customer site, reported nineteen (19) historically unexpectedly negative antibody screens when tested on a galileo instrument, when tested between (B)(6) 2017. The earliest was about three (3) months prior to their reporting.